Event description:
Boston scientific received information that the patient implanted with this product developed an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.